Event description:
It was reported by service report that the cot had oil coming from connection next to motor on a small hose. There have been no adverse consequences or injuries reported.

Manufacturer narrative:
Results: hose; leak.